Event description:
Info provided states that the tibial lengthener was implanted in the right femur. The iskd lengthener stopped distracting after 3 cm of lengthening. The lengthener was removed and replaced with another lengthener.